Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 24-38mmx4.0mm, eccentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately calcified coronary artery. A 4.00mm x 24mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.